Event description:
A surgeon reported that following a glaucoma filtration device implant, the device was found to be touching the iris on the first day postoperatively. There was no harm to the pt. The device remains implanted in the eye. No further info is expected.

Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).